Manufacturer narrative:
(B)(4). Additional information: received per field service report: symptom - pump did not pump when put on patient. Purge failure and helium loss alarms reported. Findings / action taken: found fill valve v3 disconnected. Reconnected and ran functional test. Evaluation: no iabp parts or recorder strips were returned to the everett teleflex facility for evaluation. The reported autocat2 wave is a 13 year old pump. A device history record review (DHR) could not be conducted because the DHR and related job packets are no longer available onsite. Conclusion: the reported complaint of "helium loss and purge failure alarms" is confirmed by the field service representative (fsr). The fsr noted the fill valve (3) cable was disconnected during the repair, and that caused the alarms. The pump passed functional check-out after the fill valve (3) cable was reconnected.

Event description:
It was reported from an arrow field service representative to a sales representative (sr) that the hospital had an intra-aortic balloon pump (iabp) failure and the biomed dept. Was calling for a rental. The sr followed up with the manager in the cath lab and was told that a patient presented in the cath lab. The intra-aortic balloon (iab) was inserted and when the iabp was started they received purge alarms and helium loss alarms. The cath lab manager troubleshot the iabp, and he mentioned he tried switching out of autopilot and trying different triggers. The iabp would alarm without pumping. After trying to troubleshoot, he got the only other iabp from the unit, switched all the cables over, and this iabp performed without alarming. The cath lab manager said it was about 10 minutes between the time the iabp did not pump and troubleshooting it until the time the second iabp was hooked up and pumping initiated. The sr further questioned the cath lab manager about the first iabp. He indicated that he had an ECG waveform and an ap (arterial pressure) waveform and did not think that triggering was the issue. The sr asked about helium, and he stated that the bar graph showed full and that he had just changed the tank on this iabp recently. The sr asked if he shut off the valve on the helium and he stated that the bar graph showed helium and they do not customarily shut off the valve. The cath lab manager stated that the patient expired. He said that until the iabp was checked out, he wanted a rental because he did not feel comfortable with having only one working iabp in the hospital. There is a lot of concern over a patient death in the lab as this is a small diagnostic lab. The sr asked the cath lab manager to save any strips that were generated from the iabp.

Manufacturer narrative:
(B)(4). Device / parts will not be returned for evaluation.

Event description:
It was reported from an arrow field service representative to a sales representative (sr) that the hospital had an intra-aortic balloon pump (iabp) failure and the biomed dept. Was calling for a rental. The sr followed up with the manager in the cath lab and was told that a patient presented in the cath lab. The intra-aortic balloon (iab) was inserted and when the iabp was started they received purge alarms and helium loss alarms. The cath lab manager troubleshot the iabp, and he mentioned he tried switching out of autopilot and trying different triggers. The iabp would alarm without pumping. After trying to troubleshoot, he got the only other iabp from the unit, switched all the cables over, and this iabp performed without alarming. The cath lab manager said it was about 10 minutes between the time the iabp did not pump and troubleshooting it until the time the second iabp was hooked up and pumping initiated. The sr further questioned the cath lab manager about the first iabp. He indicated that he had an ECG waveform and an ap (arterial pressure) waveform and did not think that triggering was the issue. The sr asked about helium, and he stated that the bar graph showed full and that he had just changed the tank on this iabp recently. The sr asked if he shut off the valve on the helium and he stated that the bar graph showed helium and they do not customarily shut off the valve. The cath lab manager stated that the patient expired. He said that until the iabp was checked out, he wanted a rental because he did not feel comfortable with having only one working iabp in the hospital. There is a lot of concern over a patient death in the lab as this is a small diagnostic lab. The sr asked the cath lab manager to save any strips that were generated from the iabp.